Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure an error code appeared and the system did not recover after rebooting. The planned laser procedure could not be completed. The eye was filled with silicon oil and the laser treatment was performed the following day. Additional laser treatment was planned at a later date.

Manufacturer narrative:
The company representative was able to replicate the reported issue. The printed circuit board (pcb) interface was subsequently replaced to resolve the issue. The system was tested and was determined to have met specification. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pcb- interface. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The printed circuit board (pcb) interface was received and a visual assessment of the returned sample showed that the inductor at location: l1 was nonconforming as the component was burned. This confirms the reported event as it is a known issue to cause the system message (sm) reported. The root cause of the reported event can be attributed to a nonconforming inductor at location: l1 on the printed circuit board (pcb) interface. The manufacturer internal reference number is: (B)(4).